Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had cyst in the pocket site. Symptoms were swelling and discomfort. The patient underwent a revision procedure. The patient was doing well post operatively.